Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing was not working correctly the IV pump indicated air in line when there was no air in line in which the pump kept alarming could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20123286 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced air in line alarm during use. The following information was provided by the initial reporter: material #: 2426-0500, batch/lot #: 20123286. Complaint reported for product failure and caused an "air in line" alarm.